Event description:
Spontaneous: per (B)(6), infusion rn manager, patient's regular rn, (B)(6), will go back to infuse the patient next week. Supposedly (B)(6), rn has been using his own pump since the patient's pump in the home does not work. (B)(6) did not provide the infusion rates he infuses patient at, but it is reported that we can program the pump with the patient infusion rates. Serial number unknown. Unknown if adverse event or missed dose. Unknown if pt still has pump for return to manufacturer. Lot number: unknown. A new pump was shipped on 10/14/2022 to replace. Did the product fault occur while in use with the pt? Unknown if product failed during patient use. Did the product issue cause or contribute to patient or clinical injury? Unknown. If yes, was any medical intervention provided? Not applicable. Is the actual device available for investigation? Unknown; did we replace device? Yes; did the patient have a backup device they were able to switch to? No. If no, what was the pt instructed to do in able to continue their infusion? Pt's rn used their own pump. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Yes, new pump was shipped. Reported to cvs/caremark by: health professional.